Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the anterior cervical fusion (acf) instruments are designed for use with the acf spacer. The acf trial spacer handle part 396.989 connects with parallel, convex and lordotic acf detachable trial spacers to asses appropriate implant size. The instrument set includes two acf trial spacer handles part# 396.989. Alternatively, fixed trial spacers (396.405-422) could be utilized for the same task. The returned devices were examined and the complaint condition was able to be confirmed as the spacer is jammed onto the spacer handle and cannot be removed due to inner shaft/thumb screw becoming seized and unable to rotate. The balance of the devices is in fair condition with minimal signs of wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(6) ¿ manufacturing date: july 17, 2002 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical fusion (acf) detachable trial spacer would not detach from an acf trial spacer handle during a routine inspection of field equipment. No reported patient or surgical involvement. This report is 2 of 2 for (B)(4).